Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. Stents from another manufacturer were implanted in both renal arteries. It was reported that during the index procedure, the endurant stent grafts were successfully implanted. It was reported that nine days later the patient died following an intracranial hemorrhage from an unknown cause.